Manufacturer narrative:
One full radius bonecutter, 5.5mm, platinum was returned for evaluation of the reported complaint mode, ¿shedding, flaking.¿ the device was visually evaluated and it was identified that the edged form of the inner blade exhibited nicks and cuts on the cutting surface. There was no other debridement on the blade itself. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt. The device was measured and found to meet dimensional specifications. The reported failure mode could not be confirmed. A review of the device history record was performed which confirmed no inconsistencies. After the investigation a root cause for the reported incident cannot be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During an acl (anterior cruciate ligament) procedure it was reported that the blade shed metal shavings into joint. Another shaver blade was used to resect and then the metal shavings were suctioned out. The mdu was being run at 10k rpm. The patient's post-operative status was fine. A three minute delay and no patient injury were noted.